Event description:
It was reported that the syringe 1.0ml 30ga 8mm experienced product damage with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 320469. Batch no: 9063819. Consumer reported plunger rod broke while he was drawing the insulin. Consumer does not re-use. Date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 27 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9063819. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200810808] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm experienced product damage with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 320469 batch no: 9063819. Verbatim: consumer reported plunger rod broke while he was drawing the insulin. Consumer does not re-use. Date of event: (B)(6) 2020.